Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the sensor failed. It was reported that the patient's wife was trying to contact him but he was not responding to phone calls. She then called her brother who was with the patient at the time. The patient's wife's brother found the patient unconscious and called paramedics. When paramedics arrived, the patient's bg was 29 mg/dl. The patient was treated with IV fluids and was transported to the hospital. At the hospital, the patient regained consciousness and continued IV fluids at the time of the report, the patient was feeling well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.